Event description:
It was reported that "peeled adhesive off pad, entire sheet came off as intended. Placed on pt and proceeded with case. Upon removal of pad, there were 6 - 3rd degree burns on the peripheral edge of where the pad had been. Upon inspection, it was noted there was another liner still attached to the pad."

Manufacturer narrative:
The actual device was not returned, however, photos were provided. The photos clearly show the gel plate liner still attached to the ground pad. This is a single foil pad, therefore, there is no rem (return electrode monitoring) alarm feature. In this case, the exposed border edges of the gel plate could concentrate the esu current across a small surface rather than across the entire pad surface, resulting in a burn. The facility in which these pads are produced have reviewed the complaint with their manufacturing personnel to heighten their awareness for this concern. They are also revising their inspection form to include a visual inspection check for gel plate liner removal. Complaint history shows this is the first complaint filed of this nature. We are considering this complaint complete and closed.